Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with under infusion of -9.5%. There was no patient present during the event. The issue occurred during testing. There were no adverse events reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Upon review of the event history log, issue was not found. Device underwent three separate delivery accuracy tests; customer's reported complaint regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6 percent.